Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluation in progress.

Event description:
First level investigation unit reported a defective display on the pump. No adverse event reported. The alleged pump has been returned for evaluation.